Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an air bubble anomaly. The customer was unable to get a blood glucose level under 250 mg/dl. They have been getting massive air bubbles. The customer declined troubleshooting for the high blood glucose and the air bubbles. The customer will send back two reservoirs with air bubbles. The customer was advised to have the customer discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of three opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications. No air bubbles.